Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during the basic occlusion test due to slightly loose drive support disk also, unable to perform excessive no delivery test or occlusion test due to loose drive support disk. The motor was tested outside the device and passed. The operating currents are within specification and passed self-test, a21 error test, rewind and displacement test. The insulin pump had corroded battery tube, cracked case at the reservoir tube window corners, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads and minor scratches on lcd window. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and will not rewind. Customer's blood glucose was 310 mg/dl at the time of incident. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.